Event description:
It was reported that several noise episodes were observed on the rv channel. Provocative testing in the clinic did not reproduce the noise significantly. Review of the episodes indicates myopotential oversensing. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.